Event description:
The screwdriver did not fit into lag screw. Another screwdriver was used to complete the procedure. This event did not cause an adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of evaluation: evauation results indicate that this event is user related.